Event description:
I bought a fetal doppler and found that this device is not approved by FDA. The (B)(6) seller is (B)(6). The brand is jumper. Model: jpd 100b. I searched it on www.FDA.org and cannot find this brand device too. The (B)(6) item number is: the listing is (B)(6). Please check it. If it is not FDA approved, please stop this violation which may hurt the mom and the baby.